Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported that the patient discharged from the hospital 13 days after admission. The antibiotics were discontinued on an unknown date. It was reported 5 days after diagnosis, the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was unknown. The same day as peritonitis onset, the patient was hospitalized and treated with treated with injection vancomycin (1 gm, once in 4 days, intraperitoneal, ongoing) and injection ceftazidime (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information was available.